Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
The customer reported a ventilator with a low oxygen alarm. There was no patient involvement or user harm reported.

Manufacturer narrative:
G4: 11sep2020 b4: (B)(6)2020. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.